Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 04/24/2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. The complaint states that the patient reported a low transmitter battery. Data was provided for investigation. The reported allegation was not found, but a transmitter permanent loss of connection was confirmed. The root cause could not be determined post-investigation. Based on the investigation results, this issue has been upgraded from non-reportable to reportable.